Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, one winding former with a detached needle and a small suture piece outside its packaging were received for analysis. The product code is vcp493h. During the initial inspection of the sample, no breakage suture was observed. But the ends were noted to be cut probably caused by a surgical instrument. Body fluids were also observed in the suture. This product code vcp493h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: the product was returned to ethicon for evaluation. Three opened boxes with thirty six packets on each box and twenty sealed packets were received for analysis. With a total of one hundred twenty eight packets. The product code is vcp493h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the fifty samples. Forty-six samples did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. "Fourth" samples was observed to be conforming as per flex specification. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There will be 131 devices returned for analysis, including 2 actual products and 129 sterile products from same batch. The surgeon refused to use the remaining 129 sterile products from the same lot and they will be returned for analysis. There is no report on patient's injury. No additional information could be provided. There were no adverse reported. Additional information was requested.